Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. H11: 0001825034-2024-02307-1. 0001825034-2024-02308-1. 0001825034-2024-02309-1. 0001825034-2024-02310-1. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. Follow ups determined that the patient had poor bone quality at the time of loosening, however the bone quality at the time of implantation remains unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. D10: medical products: item#: 180551, comp lk scr 3.5hex 4.75x20 st; lot#: 65699984, item#: 180553, comp lk scr 3.5hex 4.75x30 st; lot#: 65930511, item#: 180554, comp lk scr 3.5hex 4.75x35 st; lot#: 877630, item#: 180555, comp lk scr 3.5hex 4.75x40 st; lot#: 849670, item#: 115400, comp rvs cntrl 6.5x50mm st/rst; lot#: 409840. H11: 0001825034-2024-02307, 0001825034-2024-02308, 0001825034-2024-02309, 0001825034-2024-02310. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty with a vrs system approximately one (1) year ago. The patient developed a postoperative infection approximately nine (9) months later when the poly linear and glenosphere head were replaced. Subsequently, the patient underwent a second revision surgery approximately a month and a half ago due to loosening of the implant.

Manufacturer narrative:
(B)(4). D10: medical products: item#: 115400, comp rvs cntrl 6.5x50mm st/rst; lot#: 409840, item#: 180551, comp lk scr 3.5hex 4.75x20 st; lot#: 65699984, item#: 180553, comp lk scr 3.5hex 4.75x30 st; lot#: 65930511, item#: 180554, comp lk scr 3.5hex 4.75x35 st; lot#: 877630, item#: 180555, comp lk scr 3.5hex 4.75x40 st; lot#: 849670. Multiple screws were reported as the reporter was not sure which peripheral screws actually loosened. G2: foreign: japan. H3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.